Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The treatment included ceftazidime (0.5g daily, route not reported) for peritonitis. At the time of this report, the patient completed the treatment with antibiotic and was recovered from the peritonitis. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was performed for lot number h13i25011, h13j22017 to identify any issues related to batch manufacturing that could cause the reported condition of peritonitis. A review of applicable documents identified changes to specifications, test methods, processes, equipment, or raw materials. The review did not identify any references to nonconformities in a prior and/or subsequent batch. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of onset of peritonitis event was unknown. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. Same patient as (B)(4).